Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.50x28mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified left circumflex artery. There was a significant bend between 45 and 90 degrees. Following pre-dilation with a 2.0x10mm balloon, the 2.50 x 32 synergy drug eluting stent was introduced, but resistance was encountered and the device could not track no matter how it was maneuvered. When the device was removed, distal strut damage was noted. The procedure was completed with a 2.5x32mm promus elite drug eluting stent with good outcome and timi 3 flow. The patient status was stable.